Event description:
The cpu that controls the chair loses control anytime without any warning. This happens especially when the chair is going downhill. Suddenly the vinyl side rails of the chair get warm to the extent of burning hands on touch. The design of the chair is not correct. The company has stopped manufacturing the chairs since nov. 2004. Pt bought this chair in 2004.